Event description:
The customer contact reported device breakage; subsequently, a leak was noted. The tubing set was to be used to an deliver an unspecified medication, at an unspecified rate. During priming of the tubing set prior to pt use, it was reported that the clave secondary port on the cassette of the tubing set broke off and an unspecified volume of solution leaked. Though requested, no additional info was provided including if the tubing set was replaced and the therapy was initiated.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.